Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-may-2024, it was reported by the patient that two infusions set fell off during use due to which hyperglycemia occurs within one hour of use. High blood glucose level was 320 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.